Event description:
It was reported that the insulin pump alarmed no delivery during the manual prime process. The blood glucose reading was 191 mg/dl. The customer stated that she was in the process of changing infusion sets, having tried twice already, when she received the no delivery alarm. She stated that she was unsure whether the issue was caused by the reservoir. Upon troubleshooting, it was reported that a reservoir change resolve the issue. She stated that the insulin pump did not alarm no delivery during the manual prime after the reservoir was replaced. She was advised to return the reservoir for analysis due to the possible occlusion. Nothing further reported.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.